Manufacturer narrative:
Product event summary: it was confirmed that the stylus and cursor would not align on the screen, and calibration did not resolve the issue.

Event description:
It was reported that the programmer screen would not calibrate despite running the calibration test. The programmer has been returned to service. There was no patient involvement.